Event description:
It was reported that during a duodenum resection, half of the anastomosis stoma lacked staples. The other staples were formed as normal. Another device was used to complete the case. There was no consequence to the patient.

Manufacturer narrative:
D4: serial # = ni.